Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 3 years and 4 months post transfemoral tavr (transcatheter aortic valve replacement) procedure with a 23mm sapien 3 ultra valve in the native aortic position, the valve failed due to stenosis with a gradient of 40mmhg. Per report, the patient was symptomatic and the valve appeared under-expanded with an inflow measuring 300mm^2. The patient underwent a successful valve-in-valve procedure with a 20mm sapien 3 ultra resilia valve.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: investigation findings, investigation conclusions and h11 have been updated. Additions to section h6: type of investigation. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of increased gradients was confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. The available information suggests that an under-expanded valve might have contributed to the event. When the valve is not fully expanded, the effective orifice area is reduced. This can impact valve functionality as blood flow across the valve would obstructed, which can contribute to increased gradients or stenosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.